Manufacturer narrative:
A rinse station nozzle was visibly dripping. The customer inspected tubing, but there was no sign of loose or kinked tubing. Waste tubing at the back of the vacuum vessel appeared tangled, but there were no signs of loose, kinked, or damaged tubing. The field service engineer determined there was an issue with exchange of the rinse tubing. The issue was corrected. No further issues occurred after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter states they have been having ongoing issues with results for patient urine samples tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 702 module. The field service engineer re-tubed all wash units, cuvettes were changed, and the incubation bath was cleaned, but the issue continued. Data was provided for one patient sample that had discrepant results for microalbumin. This sample initially resulted in a microalbumin value of 10 g/dl and repeated as 39 g/l. The microalbumin reagent lot number and expiration date were requested, but not provided.